Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered inappropriate anti-tachycardia pacing (atp) and shocks for what appears to be atrial fibrillation (af) with rapid ventricular response (rvr). The patient was admitted to the emergency room and then transferred to a hospital. No additional adverse patient effects were reported. This device remains in service. Additional information was received indicating that the number of inappropriate shock was 7. The physician opted to perform programming enhancements to the therapy zones. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered inappropriate anti-tachycardia pacing (atp) and shocks for what appears to be atrial fibrillation (af) with rapid ventricular response (rvr). The patient was admitted to the emergency room and then transferred to a hospital. No additional adverse patient effects were reported. This device remains in service.